Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the user experienced low blood glucose of 29 mg/dl. The user alleged the insulin pump was over delivering insulin due to sensor reading was below 40 but they were still getting insulin. The customer treated their low blood glucose with glucose. The customer reported the following symptoms: shaking, sweating, and weakness. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was on at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08570 inches. (B)(4).